Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, total delamination of valve assessed as adhesive failure. Additional observations: white particles in device inner surface are observed. Wear abrasion is observed. Crease is observed. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b d9 e1 h3 h6.

Event description:
The device has been explanted.